Event description:
Generator revision surgery occurred. The explanted device has not been received by the manufacturer to-date.

Event description:
The explant was received by the manufacturer. Analysis is underway, but has not been completed to-date.

Event description:
Analysis was completed for the returned generator. The generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the generator performed according to functional specifications. The battery measured 2.947 volts and was not in a depleted state. The downloaded data revealed that 26.827% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that a vns patient was assaulted and her vns may have moved. Her neurologist turned her device off as a result. Later information was received that the patient had difficulty tolerating magnet stimulation. The patient had been put into a choke hold by her brother. The physician believes the lead was pulled on during the event which is why she is having difficulty breathing when the device is on. The company representative reported that a check of the leads indicates everything was okay and the battery still had about 50% left. The physician has referred the patient for full revision anyway to change the lead and to get a newer model of device. Additional relevant information has not been received to-date. No known surgery has occurred to-date.